Event description:
It was reported that during the whipple cholecystectomy procedure, the stapler misfired, to the point where there were staples unformed from a b form and directly pointing out of tissue. The motor had slowed for dynamic firing. The suture line was cut off the intestine and suture the anastomosis closed instead. The procedure was completed successfully with no patient harm reported.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2023. D4: batch # unk. B3: exact event date unk, entered (B)(6) 2023 as only the year was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired across staple line? Where on the staple line was the unformed staples? Any pictures available? What firing did the event occur? How long into the case did this occur? Did the surgeon use buttressing material? How was it determined it was unformed ¿b¿ shapes? Was the device used after this occurred? If so, how many additional firings? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/12/2023. Additional information was requested, and the following was obtained: was the device fired across staple line? Yes. Where on the staple line was the unformed staples? Across the whole staple line any pictures available? No. What firing did the event occur? The fourth. How long into the case did this occur? A couple hours in, towards the end of the procedure but it did not impact the time of the procedure or delay the case. Did the surgeon use buttressing material? No. How was it determined it was unformed ¿b¿ shapes? Some staples were oozing / loose, however there was one staple completely unformed and the sharp straight edge was sticking out of the tissue. Was the device used after this occurred? If so, how many additional firings? No, the device was discarded and they opened up a new device.

Manufacturer narrative:
(B)(4). Date sent: 9/29/2023 d4: batch # 278c38. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 278c38, and no non-conformances were identified.